Event description:
During a therapeutic pelvic floor reconstruction procedure the needle driver on this capio detached in the pt and was successfully retrieved. The procedure was completed with another capio device with no pt complications.